Manufacturer narrative:
The reported event of device losing bluetooth (ble) telemetry post device insertion in the pocket was confirmed. It was expected because of ble signal attenuation causing the signal quality moving to poor and extremely poor range post insertion and during posture calibration when the patient is asked to change posture causing a change in positioning of the implanted device with respect to the programmer.

Event description:
It was reported the device experienced a loss of bluetooth (ble) telemetry twice during the implant procedure. The device was reinterrogated using ble and implanted successfully. The patient was stable.